Event description:
It was report that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion, pain and bleeding partial removals were done on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence and stage ii cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, emotional distress, depression, and surgical intervention. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01289. The same patient is represented in each medwatch.